Event description:
During an adenoidectomy procedure, the pt was reported to have sustained a burn to the pt's soft palate of the mouth that came in contact with the shaft of the wand during the procedure. The burn did not require treatment. The external insulation of the wand reportedly melted during use.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided after completion of the investigation.